Manufacturer narrative:
(B)(4). This device is expected for return following explant. This report will be updated upon its explant and analysis.

Event description:
--

Event description:
Boston scientific received information that upon the patient's presentation to the hospital for loss of consciousness this implantable cardioverter defibrillator (ICD) displayed codes 1004 and 1007 for a short circuit condition during shock delivery and inability of capacitors to charge within 45 seconds respectively. Boston scientific technical services (ts) advised replacing the ICD and unknown abdominal lead as no evidence was available to indicate the source of the issue. It was reported that the device would be returned for analysis once the revision procedure has taken place. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. The device could not be interrogated. Review of device memory found a shorted lead fault code 1004 was recorded on (B)(6) 2014 after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare fault code 1007 because it could not successfully complete charging within 45 seconds. Laboratory analysis confirmed the reported clinical observation of fault code declaration.